Event description:
It was reported that a spectrum iq pump indicated infusion was complete despite a significant amount of blood remaining in the bag (under infusion) during patient infusion at emergency room department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.